Manufacturer narrative:
The device was returned and analysis will be performed. A supplemental report will be submitted when the analysis results are available. The conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the health care professional (hcp) via a manufacturer representative on 2017-08-14 reporting that the patient¿s patient programmer would only read end of service (eos). The surgery was planned for (B)(6) 2017. The cause of the premature eos and por screen were not known. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that eos was reached after one year of use and there was burning at the battery site.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient first saw the power-on-reset (por) message appear on (B)(6) 2017. It was stated that they have now received the end-of-service (eos) message on their patient programmer. Premature battery depletion was alleged. There were no reported environmental/external factors that may have led or contributed to the issue. It was reported that the patient was not able to turn their battery on or off any longer. They just continued to get the eos message. No actions had been taken at the time of the report and the issue had not been resolved. No surgical intervention occurred and it was unknown if any was or would be planned. The rep indicated that they would follow-up for more information. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no significant anomaly. It was determined that the implantable neurostimulator output and telemetry were okay, and that the battery is near normal end of life.